Event description:
It was reported that the healthcare professional (hcp) requested review of device data to confirm device operation of this pacemaker. While reviewing some rythmiq episodes, atrial undersensing was noted. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.